Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, patient underwent minimally invasive transforaminal lumbar interbody fusion (mis tlif) at levels l4-s1. Intra-op, part of cage was broken when the surgeon maleted it. Product came in contact with the patient. No broken fragments remain in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.